Event description:
It was reported that the trained physician successfully completed the arteriotomy closure of the right common femoral artery using the starclose device in a diagnostic procedure. Thirty mins post closure, the pt's right leg became cold and blue. Post procedure angiogram showed total occlusion. There was a dissection of the common femoral artery at the site of the starclose deployment down to the mid superficial femoral artery. The physician quickly placed a wire and stented from the common femoral to the mid superficial femoral artery, restoring circulation. There is no add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.